Event description:
The international urogynecology journal indicated that a pt with genuine stress incontinence underwent an uneventful "tvt" procedure. Post operatively a hemorrhage in the space of retzius became more and more prominent, and a second laparotomy was performed. Large clots as well as the "tvt" tape were removed. No active bleeding was found. The pt recovered uneventfully but needed 10 units of blood. A coagulation defect could not be diagnosed. Four months after the operation it appeared that the patient's stress incontinence was similar to the time before the procedure. It is unclear whether this patient's periurethral veins were of any significant. The most likely source of bleeding was the venous plexous in the space of the retzius.